Event description:
Anterior resection - "large swab was inserted into the housing unit and the seal became detached and fell inside the pt. The seal was then removed from inside the pt and the trocar replaced."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.